Manufacturer narrative:
UDI: (B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the unit would not accept the coupling attachment tool. It was further determined that the device would not run; failed the safety assessment, check the off/oscillation/on switch mode function), and all subsequent steps, because the device did not run and when the trigger was pressed, there was no function or motion. During service/repair, it was determined that the bearings were corroded, and the motor made and unusual grinding noise. It was further determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the gauge device could not be inserted into the small battery drive device. During in-house engineering evaluation, it was observed that motor made an unusual grinding noise. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.